Event description:
It was reported that the patient¿s chest incision had opened. The patient¿s device was recently implanted. It was stated the patient had a culture ran and was prescribed antibiotics. Device history records for both the generator and lead were reviewed and both devices were hp sterilized and passed all specifications prior to distribution. Per the physician, the believed cause of the chest incision opening was due to patient manipulation of the device. When asked if infection was confirmed the physician indicated ¿cx grew(?) Skin flora¿ which appears to suggest that the cultures (cx) showed skin flora or skin microbiota referring to the microorganisms which reside on the skin. Many of them are bacteria of which there are around 1000 species upon human skin from nineteen phyla. They never confirmed that infection was seen just bacteria on the skin. The information also stated that no further interventions are planned. No additional information has been received to date.